Manufacturer narrative:
The manufacturer previously reported information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death was not reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device, the device was visually inspected and found no errors reported on the device. No problem was found with the device and the unit passed final testing.

Event description:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.